Event description:
It was reported that during an implant procedure there were missing sensing markers on the programmer screen after the lead was connected to the implantable pulse generator (ipg). The device was explanted and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4)